Event description:
It was reported that the physician's handheld was unresponsive. It was reported that the handheld would not advance past the alignment screen. Troubleshooting was performed by a company representative. The handheld was powered off and then powered back on, a hard reset was performed, and the battery was removed and reinserted. The handheld was plugged into an electrical outlet and the unplugged and the screen was cleaned around the edges. The screen lock was not engaged. The handheld was not able to advance past the alignment screen after troubleshooting. The physician was provided a new programming tablet. The handheld is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The handheld and software were received by the manufacturer. An analysis was performed on the returned handheld. No software errors associated with the handheld were identified during the analysis. During the analysis, it was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis.